Event description:
Covidien received info that pt was removed from the 840 ventilator due to a malfunction. Covidien inspected the device and replaced the o2 sensor. The ventilator passed all testing.